Event description:
It was reported that the patient underwent a posterior-approach lumbar spine fusion at levels t12-l2 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient presented with pre-op diagnoses as: herniated nucleus pulposus t12-l1 and l1-2 right paracentral; severe thoracolumbar back pain and radicular pain to the right anterior chest and right groin. For which patient underwent: transforaminal thoracic interbody fusion t12-l1. Transthoracic lumbar interbody fusion l1-l2. Bilateral laminectomy with foraminotomy t12-l1 and l1-2. Posterolateral fusion and instrumentation t12-l1 and l1-2. Use of rhbmp-2/acs local autograft, cancellous allograft, and demineralized bone matrix. Instrumentation: stryker xia instrumentation. Per op notes, surgeon prepared the endplates at t12-l1 and placed rhbmp-2 and bone graft matrix into the disk space to obtain a fusion. Next, attention was directed to the l1-2 level where an identical procedure was performed. Surgeon carefully dissected the l1 nerve root and removed the underlying disk to free it up. Surgeon prepared the endplates at l1-2 level also inserted rhbmp-2 and bone graft matrix into the disk space to obtain a fusion. Next, surgeon placed rhbmp-2 and local autograft that was harvested from laminectomy as well as the cancellous allograft and demineralized bone matrix into the lateral gutters. Rhbmp-2 was not placed on the right side because of the exposed nerve roots. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.